Event description:
According to the reporter: while using the device during the procedure, a piece of the device fell off into the pt's cavity. The surgeon searched for the piece but it could not be located or retrieved. The surgery time was delayed by about 1 hr.

Manufacturer narrative:
MDR initial report submitted: 03/16/2009.